Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed a ram chip memory error, with memory error power on reset noted on (B)(6) 2010.

Event description:
It was also reported that the device had a power on reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.